Manufacturer narrative:
The customer stated that there was adequate sample diluent and ict reference solution on the architect c8000 system. Abbott customer support discussed the possibility of a fibrin clot in the sample when initially run. The sample was normal in appearance when repeated, and no clots were noted. The customer stated that fibrin in the sample is a possibility and requested abbott field service to check the instrument. The abbott field service representative did not go on site, but advised the customer to go replace the ict module. The complaint was closed with sample integrity as the most likely cause of the issue. The architect system operations manual (90977-105 may, 2005), provides troubleshooting assistance for the observed problems of elevated, depressed, and erratic assay results with probable causes and corrective actions in section 10, troubleshooting and diagnostics. Sample containing fibrin clots or particulate matter is listed as one of the probably causes. The operator is instructed to remove fibrin clots with a clean applicator stick or to centrifuge samples. This is the final report.

Event description:
The customer stated that an architect c8000 sodium result of 117 mmol/l was generated on a patient. The patient was admitted to ICU based on the result. The physician questioned the result and requested the redraw which resulted at 140 mmol/l. The original sample was retested generating a result of approximately 140 mmol/l. There is no report of patient treatment or injury.